Manufacturer narrative:
The last calibration performed on 21-apr-20203 was acceptable with no alarms. Quality controls were within range prior to the event. Upon review of the alarm trace, "abnormal probe sucking" and "sample short" alarms were observed. These are indicators of possible poor sample quality. The investigation could not identify a product problem. The cause of the event could not be determined. The issue was resolved after the service visit.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na (sodium), k (potassium) and cl (chloride) for gen.2 on a cobas 6000 c (501) module. The sample initially resulted in a na value of 157 mmol/l and repeated as 139 mmol/l. The sample initially resulted in a k value of 4.58 mmol/l and repeated as 3.96 mmol/l. The sample initially resulted in a cl value of 85.6 mmol/l and repeated as 102.7 mmol/l. The repeat results were deemed correct. The questionable results were reported outside of the laboratory. The na electrode lot number was g78. The expiration date was not provided. The k electrode lot number was p38. The expiration date was not provided. The cl electrode lot number was a93. The expiration date was not provided.

Manufacturer narrative:
The field service engineer checked the analyzer. The gear pump head was performing within specifications. There were no abnormalities in the sipper nozzle or ise syringe. The ise flow path and sipper tubing, punch tubing was checked. The dispense volume of the rinse mechanism was according to specifications. Calibration and quality controls were run successfully. Precision testing was performed. The investigation is ongoing.